Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a functional endoscopic sinus surgery (fess) case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521ent, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the surgeon experienced intermittent tracking while using the straight suction. The side emitter was positioned on the left side of the patient's head. According to the surgeon, tracking was stable in the left nostril but would cut in and out when navigating the right nostril. The surgeon suspected an issue ¿with the magnet¿ and swapped to a different straight suction, but the issue persisted. Technical services suggested adjusting the orientation or placement of the emitter, but the surgeon declined, stating that other instruments work without issue. A manufacturer representative (rep) reported that the facility also called him and was able to facetime them and determine that the monitor/screen was too close to the side emitter. The site then move it back about 5 to 10 inches and the system worked correctly with all instruments after that adjustment. The site understood now that even the monitor location can affect the sy stem. The issue has been resolved. There was no reported delay, and no impact to patient. Additional information was received. It was noted that as reported, the monitor was basically on top of the emitter, so the manufacturer representative (rep) had the site move it and everything worked perfectly. The site was unwilling to give out any patient information.